Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and insulin pump had insulin flow blocked alarm. The customer¿s blood glucose was 400 mg/dl and 328 mg/dl. The customer was treated with the manual injection. Troubleshooting was not performed for high blood glucose. The troubleshooting was performed for insulin flow blocked alarm and found that the insulin did was exit. The product will not be returned for analysis.